Manufacturer narrative:
It was reported that no further information regarding the date of death and cause of death was available. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient in a study with an implantable cardiac defibrillator (ICD) system died within a year of the implant. The cause of death and date of death are unknown and have been reported as unavailable.